Event description:
The customer reported that there was a liquid leak of approximately 2-3 ml from the wbc bath on the coulter act diff 12 analyzer. The leak was contained within the instrument. The customer also reported low wbc and hgb results on quality control sample runs. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were associated with this event.

Manufacturer narrative:
The field service engineer (fse) indicated that he found and replaced lv14 which was not operating correctly. There were no further leaks or quality control issues observed. (B)(4).